Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Atrial monitoring recording on home monitoring showed noise on the atrial and far-field channels. Discussed investigation into possible sources of emi and/or lead evaluation as deemed appropriate by the clinic. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.